Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Further communication with the customer conveyed the following information: sales representative came on customer site and the issue ended up being with the spl-t transducer and not the generator. The transducer was only a month old but failed and gave no output. The replacement unit worked properly on the generator. No further issue reported. Another complaint was opened to address the reported issue of the transducer.

Manufacturer narrative:
Device was evaluated. Inspection determined that the reported issue was not able to be duplicated. Unit was tested with a reference handpiece, the probe was found working, passed all functional and energy test with no issues observed. The device produced normal energy when the handpiece buttons were pressed and was tested for about 45 minutes with no issues observed. Based on evaluations findings reported issue was not confirmed as the device passed all required testing and specifications with no abnormalities or issues observed.

Event description:
It was reported that during an unspecified procedure the device was found not producing normal energy , interference saying electrical short message, no further information provided. No patient impact or harm reported. No user injury reported.